Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "IV tubing had an aneurysm in the section that is placed in the pump and stated "pump channel error"." The customer reported the event occurred while in use on a patient. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of an aneurysm (bulge/ balloon) in the tubing was confirmed and replicated. During inspection it was observed that the silicone segment tubing had a bulge and discoloration, and was weakened just below the upper fitment. Functional testing via gravity flow and pump infusion resulted in the fluid flowing freely with no ballooning or channel error alarms observed. Ballooning was replicated when giving an IV push without clamping the tubing above the injection port. The root cause of the ballooning was identified as an IV push or flush being executed below the pump without first clamping the tubing above the injection port.